Manufacturer narrative:
As reported the surgeon had closed the defect before the inflation tube was pulled through the abdomen, which appears to have placed additional resistance on the device. The sample was discarded by the user facility and therefore not available for evaluation. Due to not having the sample for evaluation no definitive conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: while performing a robotic assisted laparoscopic ventral hernia repair, the adhesions were taken down and primary closure performed with robotic assistance. The or tech then assisted the surgeon in introducing the ventralight st w/ echo ps with proper technique. The inflation tube was pulled out by the needle loop. At this point the surgeon had closed the primary defect with suture. The tubing was cut fairly close to the anchor on the white dashed line area in preparation for inflation. After inflating the balloon the surgeon then decided he was not satisfied with the position of the device and at this time the hemostat was disconnected and the balloon deflated. When pulling the inflation tube back through the defect, resistance was felt and more force applied. The tube pulled out but it was noted that the yellow anchor was no longer attached to the tubing. It appears that the resistance felt was due to the anchor not being able to pass freely through the closed defect causing the tube to break. The anchor could not be located in the area and it was suspected to be in the area of the initial primary fascial closure. The surgeon had to scrub back into the case to then locate and remove the piece. The incision was slightly extended to allow dissection of the fascia. The anchor/tubing approx. 1/2cm long was retrieved and removed from the patient. The repair was then completed with no additional issue or patient harm. This surgeon is a first time user of the echo positioning system and, an in service was performed with the doctor prior to the case.